Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address continues of infection and loosening of the femoral stem at the bone to cement interface. It was reported that all components removed and replaced in a dual set up, one stage revision, in conjunction with thorough I&d and placement of antibiotic beads and cement. A cement used was gmv but no lot information is available in the hospital inventory records. It was also reported that the cement had not adhered well to the bone as it had been implanted multiple times and little to know cancellous bone remained for the cement to interdigitate into. No surgical delay. Doi: (B)(6) 2021. Dor: (B)(6) 2021; right knee.